Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified forearm shunt. A 6.00mm/ 2.0cm/ 50cm peripheral cutting balloon and 4.0mmx20mmx40cm (4f) sterling balloon catheter were selected for use. During procedure, it was noted that both balloons ruptured upon first inflation at 3atm. The devices were removed from the patient's body without any problem. The procedure was completed with another of the same device. No patient complications reported.